Event description:
It was reported that the implantable pulse generator (ipg) stored three mode switch episodes, two of which were less than one minute and one atrial high rate event that showed up on initial interrogation. When the clinician went to the electrocardiogram (egm) screen, the clinician saw an invalid data message. The clinician rebooted the programmer and re-interrogated the ipg and the egm was missing. No other programming was performed and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis was inconclusive on what was causing the clearing of diagnostic data.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.